Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. The pump was inspected and powered up, it alarmed and displayed error code 112. The error code 112 was referenced to motor issue. In this case, the drive rod assembly was the cause of the issue. The device also had lines through screen pixels. Further investigation of the pump determined that the drive rod assembly was defective and the root cause of the issue. Service will replace the drive rod assembly to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited system fault and had line through the screen pixels. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.